Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a failed battery and battery out limit. The buttons were not responsive and the customer could not clear the alarms. The numbers on the display ramped on their own during a bolus. The blood glucose reading was 9.2 mmol/l. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.